Manufacturer narrative:
Continued e1. Phone number: (B)(6). Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: insufficient information: no observations are performed for the complaint as the event is insufficient information. Additional observations: crease fold observed. Deformation observed. Wear abrasion observed. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Healthcare professional reported left side "complaint" and no additional information provided. Healthcare professional later reported capsular contracture, baker grade IV and seroma-late formation diagnosed with sonography/ultrasound. Device has been explanted and replaced.